Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 38.3 cm to 38.5 cm from the distal tip consistent with lead friction to the ICD can. Visual and x-ray examination found signs of compression consistent with clavicle crush forces and the outer coil was compressed/fractured/broken with the outer insulation intact in the clavicle crush region. The cause of the reported events was isolated to the broken/fractured outer coil due to clavicle crush forces and the external insulation abrasion exposing the outer coil caused by friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an insulation breach on the right ventricular lead. The lead was explanted and replaced, and the patient was discharged.

Event description:
It was reported that the patient presented in clinic with an insulation breach and high impedance on the right ventricular lead. The lead was explanted and replaced, and the patient was discharged.

Event description:
New information received on 09sept2019, indicates that the lead had a capture anomaly and noise.